Manufacturer narrative:
Medical record review: a patient with deep vein thrombosis of the lower extremities had a vena cava filter deployed and percutaneous suction thrombectomy was performed. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. A venogram was performed demonstrating thrombus in the vena cava within the filter. Thrombolytic infusion was performed resulting in partial re-canalization of the vein. Percutaneous suction thrombectomy was performed and additional thrombolytic medication was infused. Completion venogram demonstrated resolution of the thrombus and moderate stenosis of the vena cava just distal to the filter. Balloon angioplasty was performed of the stenotic segment of the vena cava and completion venogram demonstrated patency and corrected stenosis. The filter was gently pulled but appeared to be strongly attached to the vena cava wall. Multiple gentle attempts were made but significant resistance was encountered each time. The decision was made to not force retrieval of the filter and to leave the filter in its original place. The procedure was tolerated well. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight months post filter deployment, during a scheduled filter retrieval procedure, the filter was gently pulled but appeared to be strongly attached to the vena cava wall. Multiple gentle attempts were made but significant resistance was encountered each time. Therefore, the decision was made to leave the filter implanted. Based on the medical record, the investigation is confirmed for the alleged retrieval difficulties resulting in the filter remaining implanted. Per the provided medical records, after filter deployment a thrombectomy was carried out. Before the retrieval attempt was made, an additional thrombectomy was performed to remove clot from the filter. The IFU states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." The IFU also states "do not attempt to remove the filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall." Therefore, the two separate procedures could have affected the integrity and stability of the filter resulting in the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.